Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 07/30/2012 with the following findings: there was no activity outside normal use observed in the black box or download history. There was no data available in the download history or black box for the time of the reported high bgs due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter claimed that the patient managed his diabetes with the animas pump and subsequently was treated at hospital with IV insulin for elevated blood glucose reading(s) on (B)(6) 2011. During troubleshooting, there was no evidence that the animas product malfunctioned. There were no associated alarms in the history of the pump. All bolus and basal insulin deliveries add up with the total daily dose (tdd). The date and time was programmed correctly. No product misuse was identified. Prior to the hospitalization, the patient did not bolus on (B)(6) 2011. On (B)(6) 2011 at 10:11 am and 9:06 pm, the patient took bolus insulin. The priming history shows the patient did not fully prime on (B)(6) 2011. The patient reportedly changed his site and tubing. This complaint is being reported because the patient reportedly managed his diabetes with the animas product and subsequently received medical intervention suggestive for hyperglycemia. The causation of the allege hyperglycemia may possibly be user error as there was no evidence of a product malfunction. Hence, this event is being reported.